Event description:
It was reported that the insulin pump alarmed motor error. The motor error occurred during the bolus and basal delivery. The blood glucose reading was a high of 433 mg/dl. The current blood glucose reading is 176 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.